Event description:
Additional information reported there was no increase or change in usual back pain. Fluoroscopy was done to determine lead migration.

Event description:
It was reported there was a lead migration with a loss of stimulation in painful area. The lead was replaced and repositioned. The event was related to the device or therapy and possibly related to the implant. The event involved in-patient or prolonged hospitalization. The event was considered resolved without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID 3877-45, lot# 0208357974, explanted: (B)(6) 2015, product type: lead. Product ID 3877-45, lot# 0208357973, explanted: (B)(6) 2015, product type: lead.

Manufacturer narrative:
Concomitant medical products: product ID 3877-45, lot# vaofj8m003, explanted: (B)(6) 2015, product type: lead; product ID 3877-45, lot# vaolghq004, explanted: (B)(6) 2015, product type: lead. (B)(4).